Event description:
It was reported that the non-patient end of the bd micro-fine¿ pro pen needle was broken. The following information was provided by the initial reporter, translated from japanese: "the user reported that a needle npe was found to be broken."

Manufacturer narrative:
Investigation summary: one open 32g x 4mm pen needle and two photos were returned from lot. No. Unknown cat. No. 320559. Visual examination was carried out and a broken non patient end cannula was observed on the sample returned. No DHR review can be carried out as lot number is unknown. As sample returned was open it is not possible to determine root cause.

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that the non-patient end of the bd micro-fine¿ pro pen needle was broken. The following information was provided by the initial reporter, translated from japanese: "the user reported that a needle npe was found to be broken."